Event description:
It was reported to philips that the system gave an alert indicating the c-arm had longitudinal drive errors, preventing motorized movement. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment procedure was performed when the issue happened, and procedure was completed by moving the c-arm manually. A philips field service engineer (fse) examined the system onsite and confirmed the longitudinal drive errors causing staff to move the c-arm manually. After reviewing log fse found geometry reports of the position slip of the longitudinal movement of the beam. Upon troubleshooting fse found x1 & x2 were loose. To resolve the issue, fse seated and tightened with plug screws. After tightened with plug screws, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The motorized stand movements become unavailable; the user can move the stand manually using the brake release handle on the side of the c-arm. Longitudinal and transverse motorized movements become unavailable patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not cause of serious. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.